Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon performed lens replacement surgery on the left eye approximately four months post implant. Reportedly the original surgery was complicated due to a small posterior capsular rupture and the iol was implanted in the sulcus. Approximately 4 months post implant the patient experienced decrease in vision; the surgeon noticed lens dislocation and decentration and could not successfully reposition the lens. Subsequently the surgeon explanted the lens and replaced with a lens of the same model and diopter. The surgeon also performed yag capsulotomy procedure as well as vitrectomy. The patient's prognosis was described as "improved vision and well-centered iol after iol exchange."

Manufacturer narrative:
As the explanted iol was not returned, the product evaluation was not performed. The device history record (DHR) review was performed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information received it is possible that patient related factors may have caused or contributed to the event, as a small capsular rupture was reportedly noticed during the original surgery.